Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the luer lock of the infusion set disconnects unintentionally. This issue occurred on 4 separate occasions while the patient was sleeping which resulted in the insulin leaking. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.